Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.